Event description:
Procedure type: hernia. According to the reporter: tech went to reload the endostitch device and was unable to load another sulu into the device as the pin broke off in the device (not the patient) and was therefore unable to be loaded again. This occurred twice with the same device and it appeared that the tech was doing everything right. Patient was not affected. A second device was opened. Both devices were being returned. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).